Event description:
Info received indicates the side rail will not latch.

Manufacturer narrative:
The technician found the latch plate was bent, preventing the side rail from latching. The technician replaced the latch plate to repair the bed.